Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.6, b.5, d.4, d.6b, d.9, h.3, h.4, h.6. Device evaluation: analysis of the returned device identified: creases flat leak test and microscopic analysis was performed which identified: opening crack. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve.

Event description:
Device has been explanted.